Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
A 3.0 x 18 mm cypher select plus stent delivery system was delivered to the left anterior descending branch. However, when the physician attempted to implant the stent, the balloon would not inflate. The physician tried several times but was unable to achieve a positive result. After several inflation attempts, the stent was removed from the vessel and a new stent was placed. There was no reported patient injury.